Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and a motor position encoder error. The customer¿s blood glucose level was 200 mg/dl. The customer stated that the insulin pump was assisted in clearing alarm and was able to complete pump rewind. The customer also stated that the insulin pump received motor position encoder error message during second test. The customer stated that the drive support cap was flush. The customer stated that the insulin pump was not exposed to high magnetic fields. The insulin pump will return for analysis.

Manufacturer narrative:
Device passed rewind test, basic occlusion test, prime test and displacement test. However, device received stuck in the motor error loop during bolus/basal delivery and motor position encoder error alarm confirmed in the history file. Unable to verify no delivery alarm due to motor error alarm. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing.